Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16653.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting an error message indicating a primary alarm failure on a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) evaluated the issue with the customer. The customer verified code 1102 (primary alarm failed) in the significant log. The rse recommended replacement of the speakers which aligns with the recommended repair of the reported malfunction per the service manual.

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and determined that the speakers were bad. The asp replaced the speakers. The device was operational returned units back to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.